Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was noted that the right ventricular lead exhibited high capture threshold, low pacing impedance and noise oversensing. The lead was capped and replaced on (B)(6) 2022. The patient was stable in condition.